Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 36-year-old female patient who had essure (batch no. Cs0008w) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. On an unknown date, the patient was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (davinci assisted laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for pelvic pain and uterine leiomyoma with essure. The reporter commented: essure removal details: indication: she reported of having two coils placed on the left side and most of her chronic pelvic pain ensued that after the placement of said devices. Visualization of the pelvis revealed an enlarged uterus. There was no evidence of any issues with her fallopian tubes with respect to essure placement. She did have a significant pelvic congestion particularly around the level of uterine vessels and across the anterior cul-de-sac. She had a little bit greater than average blood loss of 300 ml uterus, cervix, bilateral fallopian tubes were dropped into the vagina. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain and uterine leiomyoma". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 36-year-old female patient who had essure (batch no. Cs0008w) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On (B)(6)2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. On an unknown date, the patient was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (davinci assisted laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for pelvic pain and uterine leiomyoma with essure. The reporter commented: essure removal details: indication: she reported of having two coils placed on the left side and most of her chronic pelvic pain ensued that after the placement of said devices. Visualization of the pelvis revealed an enlarged uterus. There was no evidence of any issues with her fallopian tubes with respect to essure placement. She did have a significant pelvic congestion particularly around the level of uterine vessels and across the anterior cul-de-sac. She had a little bit greater than average blood loss of 300 ml uterus, cervix, bilateral fallopian tubes were dropped into the vagina. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain and uterine leiomyoma". Most recent follow-up information incorporated above includes: on 1-jul-2020: medical records received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified events¿ pelvic pain and uterine leiomyoma". Essure lot number was added. This case is medically confirmed. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.